Event description:
It was reported that the patient¿s lead had come loose and detached in the year of 2008. The patient had a procedure done on (B)(6) 2008 to have the lead fixed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins was functionally o.k. And had insignificant anomalies. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 377775, lot # n0039149, implanted: (B)(6) 2005, product type lead; product ID 377775, lot # n0039149, implanted: (B)(6) 2005, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 377775, lot # n0039149, implanted: (B)(6) 2005, product type lead. (B)(4).